Manufacturer narrative:
(B)(4). One used lf1723 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found that the cord had been cut off to return the instrument to covidien. The reported condition was not confirmed. Inspection noted eschar in the hinge of the jaws. Since the cord was cut, the investigator spliced a test connector to the device to functionally test. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. The jaw force was acceptable. Testing was also performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. The IFU states do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that after 30 minutes of use bleeding occurred at the vein around the duodenum. A suture was used to control the bleeding. Another device (scd26) was used to continue the procedure. The patient also had bleeding post procedure (from the drain) and blood was transfused. The patient's condition is being monitored. During the procedure, less than 200 cc bleeding occurred.